Event description:
It was reported a patient mentioned that her "medtronic pain pump" used for spinal pain had been leaking for nine years, and she had been suffering pain for that amount of time. The medication used within the system was unknown.

Manufacturer narrative:
Product ID: 8731, serial#(B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).